Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's usb cable was damaged. Customer's blood glucose level was 400 mg/dl. A replacement usb cable was sent to the customer to resolve the issue.